Event description:
Pt compared the true result blood glucose monitoring system blood sugar readings directly to the doctor's meter using the same drop of blood. There was nearly a 40 mg/dl difference between the meters. Blood glucose: 196 mg/dl by the physician meter. 154 by the true result meter. Dates of use: (B)(6) 2014 and (B)(6) 2014. Diagnosis: diabetes. True test: (B)(6) 2014.